Manufacturer narrative:
Additional manufacturer narrative: updated sections b5, b7, and f10.

Event description:
It was reported that a 27mm aortic valve was explanted after an implant duration of 4 years, 11 months due to aortic regurgitation and perforation on the noncoronary cusp. A 25mm valve was implanted in replacement. The valve seating was excellent and the coronary ostia were clear of obstruction on either side. The patient tolerated the procedure well and left the operating room in good condition. The patient was discharged on pod #5 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via patient registry that a 27mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 4 years, 11 months due to unknown reasons.